Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue medication from medbank due to the validation code being rejected, despite confirmation from pharmacist that the validation request had been approved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispense failure occurred due to a rejected pharmacy verification status. The technical support specialist (tss) guided the customer in medbank-qlink to confirm that the pharmacy verification request status was rejected. The customer subsequently updated the pharmacy verification status to approved, and verification in the patient order list screen confirmed that the validation code status reflected approved. The customer then confirmed that the item was successfully issued. The system functioned as intended after the technical support specialist (tss) assisted the customer in resolving the issue.